Event description:
The company received a report where it was claimed that the tube appeared to be "bubbling" down in the shaft of the tube. The caller reported that non routine extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. The lot number is unk; therefore, the date of manufacture cannot be determined and the device history record cannot be reviewed.